Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported through a research article identifying 3228 penta lead that may be related to the following serious injury's: infection, post surgical pain, implant migration, persistent pain at the implant site. The events were treated through various forms of medication and surgical intervention. Specific patient information is documented as unknown.